Manufacturer narrative:
A medtronic representative went to the site to test the equipment and was able to replicate the reported issue on-site. The medtronic representative suspect broken wires in lemo connector. The medtronic representative replaced the mvs interface (umbilical) cable and performed an imaging system check-out, all areas passed. System performed as intended. Medtronic investigation of suspect mvs interface (umbilical) cable finds that during bench level testing it was discovered during continuity testing that the lemo pin 4 to yellow side connector pin 2. The reported issue was confirmed to be caused by an electrical failure mode. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure the imaging system image acquisition system (ias) was unable to connect to the mobile view station (mvs). To troubleshoot the site representative rebooted the system and was able to remove the o-arm from around the patient, but then stated the system went into "stand-alone mode". The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.